Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, a paper lid, a winding former and two used needle/suture piece were returned for analysis. During the visual inspection of the sample, two needles with the suture cut were received for evaluation, the swage and attachment area were noted to be as expected and the rest of the suture was not received for evaluation. During the inspection of the winding former, double marks in a slot could be observed, which indicated that an extra needle was placed in winding former resulting in an inaccurate number of components in the package. This is different than the requirements for the product of a strand per package. Still, it is not possible to determine if both needles were attached to a strand. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample conditions the assignable cause of the assembly incorrect component is an extra needle in the packet.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an urological procedure on (B)(6) 2018 and suture was used. It was found that when opening the package, there had been a double-armed suture though the code is a single-armed suture. There were no reported adverse consequences for the patient.